Event description:
Affiliate reports that the microsensor when connected to the icp monitor was giving negative readings. The doctor removed the sensor two hours later.

Manufacturer narrative:
Upon completion of the investigation, it was determined that this complaint could not be confirmed. The catheter was evaluated and the following observations were noted. When received the distal portion of the catheter, including the pressure sensor was missing. No testing was possible. Product disposition recommendation: returned not repaired. Based on the evaluation, it is likely that the cause of failure was attributed to user error. This however, could not be confirmed. No further investigation or corrective action in anticipated. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered to be closed.